Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep met with the patient and all impedances were normal and the patient was feeling stimulation. The patient was having pain at the ins site. A pocket revision was scheduled for (B)(4) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain at the ¿recharge site¿ when the device was turned on and when the device was turned off. The patient was instructed to make an appointment with their healthcare provider (hcp). Additional information was received from a manufacturer representative. It was reported that the patient had the ins off since (B)(6) 2018 and had not attempted to charge or turn it back on since then. The patient wanted it turned back on at their next doctor appointment. It was reported that the patient was having pain at the ins site. The patient stated that they have had multiple falls since implant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the patient had a spinal cord stimulator (scs) battery pocket revision on (B)(6) 2018. In pre-op the patient stated that the pain at the site was also now going down their leg. The rep has no further information at this time. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.